Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. Please reference 0009613350-2016-01076.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
Upon further investigation it has been discovered the revision was actually for a fractured liner .

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient's hip arthroplasty was revised due to the cup breaking.

Manufacturer narrative:
No device or photos were received, therefore the condition of the device is unknown. The part and lot numbers of the device are unknown, therefore the device history records and complaint history could not be reviewed. This device is used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.